Event description:
It was reported that the pt experienced no pain relief at all. The pump was programmed two days after implant due to miscommunication between the company rep and the physician. Even after programming, the pt had no pain relief. The pt was seen by another physician and it was shown that the catheter had migrated into the pump pocket. The pt requested the pump be explanted, and claimed that the pump never gave any morphine. The logs of the explanted pump were read and no motor stall was seen. The catheter was also explanted. It was also confirmed that the pump was first programmed on (B) (6) 2010. The pt seemed fine, even without the pump.

Manufacturer narrative:
(B) (4). Final device analysis revealed no anomalies found for the pump; normal device function. Final device analysis revealed no significant anomalies for the pump connector. Two separate incidents were seen in the white silicon material of the sc connector. It was determined these were non-significant and did not affect flow of drug through the catheter. Patency failed due to an occlusion of dried drug. Due to the occlusion that was found, the catheter was cut twice in order to determine the area of the occlusion. It was found to be near the sc connector and was able to be broken loose using a bleach solution used for decontamination. After the occlusion of dried drug was broken loose, flow through the catheter was normal.